Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as blister. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the skin irritation is unknown.